Event description:
The patient presented for replacement surgery and pre-op diagnostics were normal. When the patient was opened for surgery, it was observed that the lead insulation appeared to be broken and bulging. The lead itself did not appear to be damaged. The bulging was located on the portion of the lead tucked behind the generator so the surgeon did not believe they caused the issue. The generator and lead were replaced. The explanted lead has not been received to date. No further relevant information has been received to date.

Event description:
The explanted lead was received for analysis. No other relevant information has been received to date.

Event description:
Device evaluation was completed on the returned lead.